Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 04:46:58 on (B)(6) 2025. At 05:59:19, an arrhythmia was detected. ECG shows sinus tachycardia @ 120 bpm with pvc¿s. The rhythm then degraded to vf. At 05:59:57, the patient received the appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf/fine vf with CPR/motion artifact/varying amplitudes. The electrode belt was disconnected at 06:12:23 on (B)(6) 2025.